Event description:
Boston scientific received information that this pacemaker was part of a system revision due to infection. Also, since this patient was pacer-dependent, this explanted device was used as part of a temporary pacing system. This device was subsequently taken out of service and a new system was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.